Event description:
The device was initially implanted in the patient on (B)(6) 2013. The device lengthened 2.0mm intraoperatively; however, the doctor alleged that the device stopped lengthening after the initial procedure.

Manufacturer narrative:
The device was explanted and a new precice intramedullary limb lengthening rod was implanted. To date, the patient is doing fine. Complaint investigation summary: the explanted device was delivered to ellipse on (B)(6) 2013. Upon receipt, the device was decontaminated. A visual inspection indicated that the distraction rod could be manually extended; no damage to the surface of the actuator was observed and all the welds were in good condition. The actuator was dissembled at the middle weld of the device; it was revealed that the weld between the lead screw drive stage and the lead screw coupler within the actuator of the component inside the precice implant was broken. The device history records were reviewed and the device was within specifications at the time of manufacture.